Event description:
It was reported that there are seeing artifacts in all images, causing the patient to be re-exposed. It was determined that the array needs to be replaced. Once this was done the system is working as intended.